Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Transseptal access was done with fluoroscopy with no immediate complications. Pvi was completed with balloon without any events. After transseptal, blood pressure started dropping slowly and after pvi the patient was found to have a pericardial effusion.